Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with intraperitoneal (ip) vancomycin (two grams, every five days, and three doses) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Eight days after the onset of peritonitis, the patient was retrained on the proper aseptic technique. Dianeal therapy was ongoing. Additional information is not available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.